Event description:
Patient came to the hospital for an MRI. Starting pressure was 40mm h2o. After the MRI, valve was reset to 150mm h2o. Radiologist tried to reprogram several times with a vpv programmer without anything happening. Dr. (B)(6) came in later that evening with his office vpv to try again to no avail. On the (B)(6), I met dr. (B)(6) with a black programmer, valve still would not budge. Clinician decided to take her to surgery to replace the valve.

Manufacturer narrative:
Upon completion of the investigation visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification. It was noted that the valve casing has a crack and an imprint mark from the cam mechanism. This could be due to the valve receiving some form of impact. The cam mechanism also has some damage to it. Review of the history device records confirmed the valve product code ns0374 with lot 395404, conformed to the specifications when released to stock on the 16th july 2008. The root cause of the dislodgement is probably due to the valve receiving some form of impact; however this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.